Manufacturer narrative:
Citation: uguz, e. Md et al. Predictability and outcome of vascular complications after transfemoral transcatheter aortic valve implantation. Journal of heart valve disease. (2016) mar;25(2):173-181 earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding vascular complications after a transfemoral transcatheter aortic valve replacement. All data were collected from a single center between 2011 and 2014. The study population included 211 patients, 64 of which were implanted with a corevalve. The remaining patients were implanted with a non -medtronic balloon expandable transcatheter valve. Serial numbers were not provided. The study population was predominantly female; mean age 77.98 ± 8.20 years. Among all patients adverse events included: vascular complications that occurred at the femoral artery, iliac artery and aorta. Complications included; occlusion, stenosis, blood loss, infection at the access site, pseudoaneurysm, dissection, and rupture. Interventions included; stenting, surgical repair, balloon angioplasty and ultrasound-guided compression. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers of valves and closure devices were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.